Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device found to be in backup vvi mode via a merlin.net transmission. Patient experiencing tiredness and dizziness presented in clinic after receiving a vibratory patient notifier. Device download was performed successfully. The patient was feeling better afterward.